Event description:
It was reported that following a pulse field ablation procedure, the implantable cardioverter defibrillator (ICD) was interrogated and found to be in backup vvi status. A device restoration was completed successfully. There were no reported patient issues or consequences.